Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic inspection was performed and revealed a cut in the cassette sheeting. Functional testing performed included leak testing, clamp function test, clear passage test, and device-device interaction testing. A leak was noted through the cut in the cassette sheeting during underwater pressure leak testing. Upon conclusion of the investigation, the reported condition was confirmed for a leak due to a puncture in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was not working on the device. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.